Event description:
Customer reports lancet sticks out after being fired while using the softclix plus lancet device. Customer reports he handed device to his son and his son accidentally stuck himself. No medical treatment was received. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.